Event description:
It was reported, "distal end balloon on v-care disappeared while retracting v-care out of patient. Colpotomy cup became detached from shaft and had to be removed separately. According to dr. (B)(6) patient had a very stenotic cervix as both entry and exit of vcare was difficult. Per dr. (B)(6), once uterus was morcellated the balloon was still visible and attached to v-care shaft as it protruded through cervical canal." The vcare device was utilized during a laparoscopic supracervical hysterectomy (lsh). It was also reported, "no injury to patient."

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2011-00062, and medwatch 1320894-2011-00091. The device has been discarded by the end-user; therefore, evaluation of the device will not be accomplished. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed. Device discarded by end-user.

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR / lhr, device history record / lot history record, review was not accomplished as the lot number of the device was not available. A vcare cone / balloon detachment investigation guidance questionnaire was sent to end-user for completion related to this complaint. The survey was never returned to conmed, and, all attempts to retrieve additional information regarding this event remain unanswered. The actual suspect device in this reported incident not available for evaluation. The specific failure mechanism and associated root cause cannot be conclusively determined without examination of the actual device. The actual complaint device and/or photos of the device were not available for evaluation. The specific failure, failure mechanism, and associated root cause cannot be conclusively determined without examination of the actual device. The most likely cause of this complaint is application of force which exceeded the cervical cone pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, tearing the intra-uterine balloon. Contributing factors include not releasing the locking mechanism prior to removal attempt, and not retracting the blue vaginal cone prior to removing the device. These factors would increase resistance allowing the vcare shaft to pull through the cervical cone. Retracting the vaginal cone in the vaginal cavity prior to device removal may allow for an easier removal of the device. A small vaginal cavity, the particular shape of the vaginal canal, or vaginal canal anatomical changes may also increase removal force on the device if the vaginal cone is not removed properly per dfu, directions for use, instructions. The risk associated with this complaint is mitigated in the vcare dfu which states, "prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components have been retrieved from the patient." The complaint investigation has not identified a manufacturing or component defect and the malfunction has been determined as use related; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.